Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient developed a post-implant infection from vns surgery. A review of the device history records for both the generator and lead indicated that both devices had been sterilized per specification prior to being released for distribution. No additional relevant information has been received.